Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was rising. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was found unresponsive and expired at home. The cause of death is not known. It was also reported the patient had not been well weeks prior to death from an unidentified ¿gut issue.¿ a request for device performance analysis was made, analysis was performed, and the leads were found to test out of specification.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.